Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer was not calibrated correctly and was underestimating the signal amplitude. However, it was indicated that the analyzer had a disturbed pin in the patient connector. The analyzer was to be sent for repair and reallocation.

Event description:
It was reported that during the testing of a new right ventricular (rv) lead, the analyzer was not calibrated correctly and was underestimating the signal amplitude. Another programmer was used to complete the test. The analyzer was returned to service. No patient complications have been reported as a result of this event.